Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the healthcare provider reported that on the same day the end-user was hospitalized with diabetic ketoacidosis (dka) while using the ilet. The end-user was treated in the hospital and discharged; no follow-up information was available at the time of this report.